Event description:
It was reported the side port of the fast cath introducer detached from the rest of the sheath. It is believed the event occurred during an infusion in the ICU. There are no adverse consequences to the patient reported.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6.the introducer appeared to be damaged. Visual inspection was based solely upon a review of the photograph provided. The device was not returned. The cause of the reported event remains unknown.